Manufacturer narrative:
The h6 codes have been updated, and the date of death has been included.

Manufacturer narrative:
B5 narrative was added and malfunction was changed to death. H6 type of reportable event was updated from serious injury to death and codes updated.

Event description:
Clinical narrative an impella5.5 device was surgically placed via the right axillary/subclavian artery in a 59-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in scai stage e shock. The patient was supported with veno-arterial extracorporeal membrane oxygenation (va-ECMO) and demonstrated no native cardiac pulsatility at the time of support. During impella 5.5 support, the left ventricular (lv) placement signal was noted to be negative during both systole and diastole, which was felt to be inaccurate. These signal abnormalities occurred in the setting of va-ECMO support with absent pulsatility, which can limit placement signal reliability. Given the patient's critical clinical condition and lack of pulsatility, the impella pump was not replaced. No further clinical details were available. The patient ultimately expired, and the outcome at explant was death. Based on the available information, the death is most likely attributable to the patient's underlying severe cardiogenic shock, classified as scai stage e.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the left ventricle (lv) signal reading negative in systole and diastole and seemed to be incorrect. The patient on venoarterial extracorporeal membrane oxygenation (va ECMO) with no pulsatility. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
D6b: explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Placement signal issue: the cause of the placement signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details.